Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). The product was not returned. Visual examination of the provided picture found the blade appeared curved. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to a manufacturing and design issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available regarding the event.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available regarding the event.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2 country: united kingdom. E1 telephone number:(B)(6).

Event description:
It was reported that during surgery on (B)(6) 2023, the device was not cutting properly and taking variable thickness grafts. The taken grafts were damaged with a central division/perforation in each graft. The procedure was unable to be completed and an additional surgery was scheduled. There was a 30-minute delay in the procedure. There was patient impact but no further details were provided regarding the extent of impact. Due diligence is in process and there is no additional information available.

Event description:
It was reported that during surgery the device was not cutting properly and taking variable thickness grafts. The taken grafts were damaged with a central division/perforation in each graft. The procedure was unable to be completed and an additional surgery was scheduled after surgeon closed up the surgery site. There was a 30-minute delay in the procedure. There was patient impact but no further details were provided regarding the extent of impact. Due diligence is complete and there is no additional information available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.